Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that lead noise on the rv lead was observed during elective device replacement procedure. Rv lead noise was first reported nearly 2 years ago is continuing. The noise is predominantly on the svc coil to rv coil custom channel. There are some events being oversensed on the v sense amp channel and being marked as vs events, but the amplitude of the signals was very small. Programming changes were made. The lead was not replaced and was reused with the new ICD. The patient was stable post-procedure.